Event description:
Customer called to report multiple sensor issues on the insulin pump. Customer stated that the pump has a bent cannula. Customer's blood glucose reading was 450 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor failed per specification. No isig readings were noted. The lab transmitter was checked for proper use and operation. The transmitter passed per specification. The cannula was found bent. It could not be confirmed if the customer received the sensor in this condition due to the sensor being returned opened and used. No needle complaint was confirmed due to the sensor being returned without the insertion needle. No insertion test could be performed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.